Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was chipped on top case (lower front left corner) and cracked right plunger case (on the side). During flow, occlusion testing, calibration verification testing and a visual inspection of device, the reported problem was duplicated. After the end of the infusion, air was left in the syringe, plunger seal was coming off and scratches were found on the screen. The root cause of the reported issue was found to be the position pot was out of calibration due to the customers incorrect assembly. Recalibrated position pot, replaced plunger case seal and top case. Performed power up process and all functional testing which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that under delivery, gasket is coming off plunger, screen has scratches. No patient injury was reported.